Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), oophorectomy ("oophorectomy (one side removal of ovary)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (ess205) (batch no. 509015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera in 2006 and norplant from 2002 to 2006. Concurrent conditions included morbid obesity, gestational diabetes, hypertension and depression. Concomitant products included cilest (orthocyclen) from (B)(6) 2014 to (B)(6) 2015, citalopram hydrochloride, cholecalciferol (vitamin d), dexamethasone (maxidex), enalapril, exenatide (byetta), hydrochlorothiazide, insulin human (humulin), iron, lorazepam (ativan), metformin and norethisterone acetate (aygestin) from (B)(6)2014 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 3 years 4 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient underwent oophorectomy (seriousness criterion medically significant), breast discharge ("breast discharge from nipple"), anaemia ("anemia"), breast pain ("breast pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the vaginal haemorrhage had resolved and the oophorectomy, menorrhagia, breast discharge, anaemia, dysmenorrhoea, dyspareunia, weight increased, breast pain, alopecia and fatigue outcome was unknown. The reporter considered alopecia, anaemia, breast discharge, breast pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, oophorectomy, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. (B)(6). Most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgraded in the incident category. The reporter information was updated. This case concerns (B)(6) patient. Concurrent condition and historical medication was added. Lab data was added. Essure insertion and removal date was added. Essure indication was added. Essure lot number was added. Concomitant medication was added. Event: severe physical injuries was updated to abnormal bleeding (vaginal, menorrhagia), anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, breast pain, discharge from nipple, hair loss, oophorectomy (one side removal of ovary). Severe vaginal bleeding stopped post essure removal. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and oophorectomy ("oophorectomy (one side removal of ovary)") in a 29-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: bilateral fallopian tubes with no specific pathologic change. No flow identified in the fallopian-tubes. Previously administered products included for an unreported indication: depo provera from (B)(6) 2006 to (B)(6) 2006 and norplant from 2002 to (B)(6) 2006. Concurrent conditions included morbid obesity, gestational diabetes, hypertension, depression, anxiety, headache, cephalgia, vitamin d deficiency, pleurisy, morbid obesity, unilateral leg swelling, irregular periods, anemia, uterine enlargement, colonoscopy, blood transfusion, follicular cyst of ovary, chest pain, streptococcal pharyngitis, pleurisy, blurred vision, headache, peripheral swelling, depression, vitamin d deficiency, influenza immunization, skin mass, lumpy breasts, endometrial biopsy and shortness of breath. Concomitant products included cilest (orthocyclen) from (B)(6) 2014 to (B)(6) 2015, citalopram hydrochloride, colecalciferol (vitamin d), dexamethasone (maxidex), enalapril, exenatide (byetta), hydrochlorothiazide, insulin human (humulin), iron, lorazepam (ativan), metformin and norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2008, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). On (B)(6) 2013, the patient experienced breast discharge ("breast discharge from nipple"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), blood disorder ("blood or heart disorder condition") and cardiac disorder ("blood or heart disorder condition"). On an unknown date, the patient underwent oophorectomy (seriousness criterion medically significant), anaemia ("anemia") and breast pain ("breast pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the vaginal haemorrhage had resolved and the menorrhagia, oophorectomy, breast discharge, anaemia, dysmenorrhoea, dyspareunia, weight increased, breast pain, alopecia, fatigue, amnesia, blood disorder, disturbance in attention and cardiac disorder outcome was unknown. The reporter considered alopecia, amnesia, anaemia, blood disorder, breast discharge, breast pain, cardiac disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, oophorectomy, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Current weight 280 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new event: amnesia, breast pain, blood disorder, disturbance in attention and concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and oophorectomy ("oophorectomy (one side removal of ovary)") in a 29-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: bilateral fallopian tubes with no specific pathologic change.no flow identified in the fallopian-tubes. Previously administered products included for an unreported indication: depo provera from (B)(6) 2006 to (B)(6) 2006 and norplant from 2002 to (B)(6) 2006. Concurrent conditions included morbid obesity, gestational diabetes, hypertension, depression, anxiety, headache, cephalgia, vitamin d deficiency, pleurisy, morbid obesity, unilateral leg swelling, irregular periods, anemia, uterine enlargement, colonoscopy, blood transfusion, follicular cyst of ovary, chest pain, streptococcal pharyngitis, pleurisy, blurred vision, headache, swelling of limbs, depression, vitamin d deficiency, influenza immunization, skin mass, lumpy breasts, endometrial biopsy and shortness of breath. Concomitant products included cilest (orthocyclen) from (B)(6) 2014 to (B)(6) 2015, citalopram hydrochloride, colecalciferol (vitamin d), dexamethasone (maxidex), enalapril, exenatide (byetta), hydrochlorothiazide, insulin human (humulin), iron, lorazepam (ativan), metformin and norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2008, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). On (B)(6) 2013, the patient experienced breast discharge ("breast discharge from nipple"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), blood disorder ("blood or heart disorder condition") and cardiac disorder ("blood or heart disorder condition"). On an unknown date, the patient underwent oophorectomy (seriousness criterion medically significant), anaemia ("anemia") and breast pain ("breast pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the vaginal haemorrhage had resolved and the menorrhagia, oophorectomy, breast discharge, anaemia, dysmenorrhoea, dyspareunia, weight increased, breast pain, alopecia, fatigue, amnesia, blood disorder, disturbance in attention and cardiac disorder outcome was unknown. The reporter considered alopecia, amnesia, anaemia, blood disorder, breast discharge, breast pain, cardiac disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, oophorectomy, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion current weight 280 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.